Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).

Event description:
N/a

Manufacturer narrative:
Complaint event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the pressure readings were not displayed on the screen. The insertion was reported to be axillary, which is not the method described in the device instructions for use. Having the pump calibrated resolved the issue. There was no patient harm or adverse event reported.